Event description:
It was reported that a clearlink universal vial adapter was unable to connect to a non-baxter vial. The reporter stated that the large diameter of the baxter spike led to the whole rubber stopper being pushed into the vial instead of a hole being made in the rubber stopper. The spiking technique used was described as a pushing and twisting motion. This occurred during setup. Due to this event, a needle instead of the baxter spike was used to draw medication from the vial. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.